Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician felt some resistance while advancing the firestar 2.0 x 15 mm balloon to the circumflex target lesion. After crossing the lesion the balloon was inflated to 8 atm and ruptured as evidenced by the leakage of contrast medium during coronary angiography. A lacrosse 2.0 x 15 mm balloon catheter was used and a 3.0 x 16 mm taxus stent was implanted. The procedure was completed successfully. There was no reported patient injury. The physician's comment regarding the cause of the event was that the balloon catheter may have become stuck at the calcified area.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.